Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink in the catheter was confirmed, but the exact cause is unknown. One radiographic image was returned for investigation. The image showed the thoracic region. What appeared to be a catheter was visible on what was referred to as the right side of the patient. The words ¿PICC placement¿ were positioned above the image of the catheter. The catheter appeared to be folded over itself and kinked in two locations. This area was circled on the image. At this time, based on the evidence provided with the returned sample, it is unknown what caused the catheter to kink. It is possible that complications associated with the insertion technique, the clinical setting, and/or vascular structure of the patient were contributing factors in the event. From the evidence provided for investigation, no damage or defects associated with the manufacturing process could be discerned. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that PICC inserted (B)(6) 2017, and removed (B)(6) 2017, due to a catheter kink. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation.a lot history review (lhr) of reax0116 showed no other similar product complaint(s) from this lot number. Device not returned, at this time.

Event description:
It was reported that PICC inserted (B)(6) 2017, and removed (B)(6) 2017, due to a catheter kink. No patient injury was reported.